Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). The customer's report of the smartsite valve snapped apart was confirmed. The sample was received separated from the luer lock body to the female luer adapter (white cap). The root cause of the damage to the smartsite valve was not identified.

Event description:
A pediatric bone marrow transplant unit reported smartsite (2000e) breaking. The clear housing broke into two pieces at the white cap portion. The breakage appears to be fairly clean. Customer says that it appears that the end of the clear component was snapped off and is still bonded inside the opening of the white component because the end of the clear component is slightly jagged with a spur that matches up with the remains inside the white component and he suspects that this was damaged due to flexing the 2000e and breaking it in half. No other details of the event are known except that no pt harm occurred and the only necessary action was to change out the broken set.